Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent incisional hernia repair surgery on (B)(6) 2018 during which the surgeon noted ¿the previously placed mesh was densely adherent to multiple loops of bowel. The small bowel was able to be removed from the mesh in all but one location. There was a segment of bowel where the mesh was so densely adherent that the surgeon was unable to separate it without concern for enterotomy.¿ it was reported that the patient experienced severe pain, adhesions, recurrence, nausea, inflammation, bulging, stress and anxiety. No additional information is provided.